Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The device was not returned for analysis. A clinical investigation concluded; ¿without the requested clinical information or the pico device for evaluations, a thorough medical investigation of the reported pump stoppage cannot be rendered. Based in the information provided, the patient is stable since no damage occurred. Therefore, no further clinical/medical assessment is warranted at this time. Should any relevant medical information be provided, this complaint would be re-assessed.¿ potential causes for the reported issue include; - dressing integrity has been compromised - connector not correctly fastened and secured to the pump - tubing trapped, folded over/kinked causing a blockage - external pressure source the instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the pico soft port was placed on october 20, two days later the device stopped producing negative pressure and the dressing was saturated, this happened while the patient was traveling and had to visit a local physician in order to remove the dressing since the pump was still sucking without any effect. It was necessary to place a gauze once removed the device since there was exudate. The second dressing was placed on october 30 but after two days the pump stopped working. Batteries were changed however the problem persist. Treatment was not completed. Patient is stable since no damage occurred.